Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise and inappropriate shocks noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks possibly due to sense b noise. Boston scientific technical services reviewed the available data and observed loss of baseline and non-physiologic noise that led to a loss of smart pass filter and many charges. Technical services provided troubleshooting suggestions to perform to rule out system integrity issue. Additionally, x-ray images were provided, and no fracture was observed, although the image quality was not great. The connection appeared to be intact and system placement appeared to be good. Noise and loss of baseline was reproduced in alternative vector and primary vector. Technical services provided potential root causes and gave suggestions. Additionally, technical services recommended that the full system be explanted. Subsequently, this system was explanted and replaced. No additional adverse patient effects were reported. The device and electrode were returned for analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks possibly due to sense b noise. Boston scientific technical services reviewed the available data and observed loss of baseline and non-physiologic noise that led to a loss of smart pass filter and many charges. Technical services provided troubleshooting suggestions to perform to rule out system integrity issue. Additionally, x-ray images were provided, and no fracture was observed, although the image quality was not great. The connection appeared to be intact and system placement appeared to be good. Noise and loss of baseline was reproduced in alternative vector and primary vector. Technical services provided potential root causes and gave suggestions. Additionally, technical services recommended that the full system be explanted. Subsequently, this system was explanted and replaced. No additional adverse patient effects were reported. The device and electrode are expected to return for analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks possibly due to sense b noise. Boston scientific technical services reviewed the available data and observed loss of baseline and non-physiologic noise that led to a loss of smart pass filter and many charges. Technical services provided troubleshooting suggestions to perform to rule out system integrity issue. Additionally, x-ray images were provided, and no fracture was observed, although the image quality was not great. The connection appeared to be intact and system placement appeared to be good. Noise and loss of baseline was reproduced in alternative vector and primary vector. Technical services provided potential root causes and gave suggestions. Additionally, technical services recommended that the full system be explanted. Subsequently, this system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks possibly due to sense b noise. Boston scientific technical services reviewed the available data and observed loss of baseline and non-physiologic noise that led to a loss of smart pass filter and many charges. Technical services provided troubleshooting suggestions to perform to rule out system integrity issue. Additionally, x-ray images were provided, and no fracture was observed, although the image quality was not great. The connection appeared to be intact and system placement appeared to be good. Noise and loss of baseline was reproduced in alternative vector and primary vector. Technical services provided potential root causes and gave suggestions. Additionally, technical services recommended that the full system be explanted. No additional adverse patient effects were reported. This device and electrode remain in-service.